Event description:
It was reported that during a humeral shaft fracture procedure, the surgeon was using a depth gauge and the needle, broke off. A backup was available and used. There was no delay in surgery. The procedure was successful with no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review: lot #6986304 no service history review can be performed as this is a lot controlled item. The customer reported the needle broke off. The repair technician reported the gauge broke. The item is not repairable. The cause of the issue is unknown. The visual inspection of the returned device performed as part of the product investigation reported the returned depth gauge was received as described with the needle broken off at the intersection with the slider. This failure mode occurs when a side load is applied to the needle. The thread is a m1.2 x 0.25 and doesn¿t withstand a large side load. Product drawings ((B)(4)) were reviewed during this evaluation. The material specification for the needle is (B)(4). This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. Based on the fracture pattern of the needle, it appears as if the instrument received a side load, causing the needle to break at the intersection with the slider. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. .in conclusion the mechanism of failure points to a side loading condition which would be customer misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.